Event description:
It was reported that the pump indicated a data log corruption and customers personal profiles were erased. The customer's blood glucose was 183 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.